Manufacturer narrative:
Concomitant medical products: product ID: 37712, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2022, product type: implantable neurostimulator ,product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) , 2022. Product type: lead. Product ID: 977a260, serial# (B)(4), product type: lead. The main component of the system. Other relevant device(s) are: product ID: 3778-60, serial/lot #: (B)(4), ubd: 05-sep-2016, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(6) 2019, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The study reported that the device was taking too long to charge. The patient reported that the long charging was causing an inconvenience as the charging duration had increased to 8 hours. Interrogation of the devices found that both had reached the elective replacement indicator and one had reached the point of therapy unavailability. The generator was scheduled to be replaced on (B)(6) 2022. The patient reported that they had a loss of therapeutic relief related to the battery depletion. During the replacement for normal battery depletion it was found that the lead tips which had been implanted at t5 and t10 were at t9/10 and t11/12. It was unclear if both leads migrated or only the lead with the tip at t5. No additional surgical intervention was taken. The migration was unresolved with no further action planned.

Manufacturer narrative:
Continuation of d10: product ID 37712 lot# serial# (B)(6) implanted: 2013-05-15 explanted: (B)(6) 2022 product type implantable neurostimulator product ID 3778-60 lot# serial# (B)(6) implanted: (B)(6) 2013 explanted: (B)(6) 2022 product type lead product ID 977a260 lot# serial# (B)(6) implanted: explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from multiple complaint sources (healthcare provider (hcp), manufacturer representative (rep), s tudy)reporting that the second generator reached eri date of test: 23-sep-2021.

Event description:
Additional information was received stating the relationship of the event to the device or therapy as being related, and also stating the relationship of the event to the implant procedure as not being related. Furthermore, the information was provided of the leads being connected to the ins.

Manufacturer narrative:
Continuation of d10: product ID 37712, lot#/serial# (B)(6), implanted: (B)(6) 2013, explanted: (B)(6) 2022, product type implantable neurostimulator. Product ID 3778-60, lot#/serial# (B)(6), implanted: (B)(6) 2013, explanted: (B)(6) 2022, product type lead. Product ID 977a260, lot#/serial# (B)(6), product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.